Event description:
It was reported that an alert/notification settings issue occurred. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed, and no damage was found. Receiver charge and receiver boot were performed and passed. Data log analysis was performed and failed. Functional test results were performed and passed relevant tests. Functional test which failed serial number verification. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The customer¿s complaint was undetermined due to the receiver passing alarm/ alert hardware testing. The allegation was undetermined. The probable cause could not be determined as the allegation was not found.

Manufacturer narrative:
(B)(4).